Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was recommended to replace the inspiratory module printed circuit board (pcb). Covidien was not authorized to conduct the repair. Customer informed not required to change the inspiratory pcb. Was a bad connection. Ventilator is back in service.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.